Event description:
Protruding needle from a syringe. Syringe has a cap covering needle, the needle was bent and sticking out of cap. Pharmacy employee was stuck with needle through the mfrs packaging. This is the second such incident within the last 3 months.